Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit. After the investigation results becomes available a supplemental medwatch will be submitted.

Event description:
"When the cardioplegia side of the hcu30 unit run, the flow drops off and the temperature does not increase. It was noticed that there is watering being pulled into the top of the heater through the tank return valve, there is also water entering the tank through the shunt valve."(B)(4).